Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. It was also reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer¿s blood glucose was 550 mg/dl with moderate ketones which were identified as dangerous by a healthcare professional. Customer was given a manual injection by health care provider to address bg.